Event description:
It was reported that the device's downstream occlusion quiescent voltage rests @ 0mv. Causes dso issues. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The voltage on the downstream occlusion (dso) sensor did not hit 0 mv, and it fluctuated all over as high as over 1500 mv. The pump dso was delaminated, and there was contamination in the latch lock mechanisms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, upstream occlusion (uso) sensor seal, and latch lock flex sensor. The manufacturer representative updated software, and the pump passed all functional tests and performed as intended after repair.